Event description:
The user indicated on the medical device tracking form that the right ventricular assist device (rvad) on the pt was replaced due to clot formation. The pt was on biventricular assist devices (lvad and rvad) support for 39 days. Follow up conversation with the personnel at the hosp revealed that upon removal of the rvad, no thrombus was observed, but only a thin layer of fibrin which would not have required replacement of the rvad. Therefore, there was no indication of vad malfunction. The pt was successfully transplanted seven days after the rvad was replaced.